Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom upstream occlusion alarms when running a loaded set. Evaluation found that the upstream sensor readings were below specification which can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.